Event description:
It was reported that one week post-tonsillectomy, the patient returned to the outpatient clinic with postoperative bleeding at the left lower pole. The sealed area during surgery was observed to shown stronger redness than in previous procedures. Patient was readmitted and it required suturing under general anesthesia. Patient was discharged after 1 day.

Manufacturer narrative:
D10 concomitant products: bz4212a, open sealer/div bz4212a bizact 5mm-12cm (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.